Event description:
Fmc canada reporting an external leak (arterial header cap) with the initial use of the product (non-processed) during pt treatment. As reported "blood noted on floor by machine. Retransfused arterial end of circuit and through out (discarded) remaining circuit or 50cc." No complaint sample available for testing. Qs was not notified of any medical intervention provided or adverse effects to the pt. MDR malfunction filed due to blood loss reported.